Event description:
It was reported that the pt underwent surgery to implant the device at c5-6. The pt reports having extremely limited mobility since device implant.

Manufacturer narrative:
(B)(4). Also see medwatch report number 1030489201000977. A review of the device history records for this device was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.